Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There are numerous shaft kinks. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The sterling device inflated and held pressure for 5 minutes without leaking. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6x100mm sterling¿ balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6x100mm sterling balloon catheter. No patient complications were reported and the patient¿s status was good.